Event description:
It was reported that the c-arm brake handle on the 9900 system is broken. There was no report of pt or operator injury.

Manufacturer narrative:
No additional information at this time. Additional information will be reported as required.